Event description:
A peritoneal dialysis (pd) nurse reported the pt was hospitalized with peritonitis due to touch contamination, where the pt did not practice aseptic technique during treatment: the pt did not wash their hands and did not done a mask. The pt was treated with an unk dose, route, and name of antibiotic therapy. As of (B)(6) 2014, the pt's episode of peritonitis has resolved.

Manufacturer narrative:
A supplement report will be submitted upon the completion of the physician's assessment of the reported info and completion of the plant's investigation.